Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A flow accuracy test was performed, and the results passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump indicated the infusion would end in 5 minutes; however, the bag was still full. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.